Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient experienced nausea. During a pulsed field ablation (pfa) procedure a farawave nav catheter was selected for use. On the same day of the index procedure, the patient experienced nausea. This was believed to be possibly related to the use of anesthetic and analgesic drugs during surgery and possibly related to the procedure. Medication was checked as a corrective action in response to this event. The outcome of the event was deemed resolved on (B)(6) 2025. No further patient complications were reported. Use of the farawave catheter in this procedure to treat cavo-tricuspid isthmus (cti) constituted off-label use of the catheter.

Event description:
It was reported that a patient experienced nausea. During a pulsed field ablation (pfa) procedure a farawave nav catheter was selected for use. On the same day of the index procedure, the patient experienced nausea. This was believed to be possibly related to the use of anesthetic and analgesic drugs during surgery and possibly related to the procedure. Medication was checked as a corrective action in response to this event. The outcome of the event was deemed resolved on (B)(6) 2025. No further patient complications were reported. Use of the farawave catheter in this procedure to treat cavo-tricuspid isthmus (cti) constituted off-label use of the catheter. It was further reported that the subject experienced a feeling of disgust and developed nausea during surgery which analgesic drugs were administered. Anesthetic and analgesic drugs were administered to treat the event, however, no other intervention was performed. The device is not expected to be returned for analysis as it was not returned to the sponsor.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.